Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin. The exposed portion of soft cannula of the received pod was found to be kinked and the distal tip of soft cannula was found to be damaged. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached between 300 mg/dl and 500 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Patient also reported feeling weak and dizzy during pod wear. Patient continued to wear the pod and additional method of treatment was not provided.